Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 manufacturing date is an unknown day in may 2013. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event can be attributed to normal wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In a follow up communication with the facility biomed clinical engineering representative, it was conveyed that the facility operating room (or) "got the error intermittently" while it was used. According to the biomed, the reported issue was replicated during testing in the facility's biomed shop. No further information provided. The subject device was received and evaluated . Device evaluation found the reported issue was able to be duplicated. Evaluation found an intermittent unit does not recognize handpiece "connect pk cable" was observed. Test noted failed final box test and ID board due to faulty ID board ( pcb intermittent problem) was noted. The ID board needs to be replaced. Additionally, the device was noted to be running a software version v3.03. Unrelated to the reported issue, minor scratches on the housing were observed. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
An issue of "not seeing pk cable" was reported on the device. The reported issue occurred during an unspecified procedure. No harm was reported. No patient harm, no user injury reported . Device evaluation found faulty ID board (printed circuit board) pcb unit. The failure caused intermittent unit does not recognize handpiece "connect cable" . This report is being submitted due to the finding of faulty ID board (printed circuit board) pcb unit which caused intermittent issue of device does not recognize handpiece "connect cable" identified during device return evaluation .